Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 19mm x 2.5mm, 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, there was no friction noted during the procedure; however, it was noted that the balloon burst at 12atm. The device was removed from the patient's body altogether. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 19mmx2.5mm, 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, there was no friction noted during the procedure; however, it was noted that the balloon burst at 12atm. The device was removed from the patient's body altogether. No patient complications were reported and patient's status was stable.